Event description:
The customer stated that the transformer housing is cracked open exposing inner electrical circuitry, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter has not been received at medela as of 3/26/2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. In the follow up with the customer on 3/26/2014, she indicated that there was a breach in the transformer housing. This issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4).